Event description:
It was reported the the device handle was too hot to touch during use while checking at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.